Event description:
No additional information received from the customer.,

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on the printed circuit board, the image disappeared during angulation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was reported that the subject device had blackout image. The issue had occurred during the service maintenance. There were no reports of patient involvement.

Manufacturer narrative:
Facility name/ address: (B)(6) hospital. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.